Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Due diligence attempts have been made to obtain the status of the explanted device for return. At this time no additional information has been provided. Therefore, the root cause for the holes in the leaflets and regurgitation remains indeterminable. If new information is received, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm aortic valve was explanted after an implant duration of 2 years, 6 months due to "holes in the leaflets" with severe aortic insufficiency and aortic stenosis. Per obtained medical records, the patient underwent thoracic aortic aneurysm and aortic root replacement. Intraoperatively, the 21 mm valve had 2 holes in 2 of the leaflets. It was removed and the annulus measured 25 mm using freestyle aortic sizers and a 25 mm porcine root was chosen. The patient tolerated the procedure without complication and was transported to the cvicu in stable condition. The patient was discharged in good condition on post-operative day six.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As received, all three leaflets were stiff and translucent-like due to dehydration. Two perforations each were observed on leaflets 1 and 2. Sutures did not remain on the sewing ring, however suture holes were visible around the sewing ring. X-ray demonstrated wireform intact. Approximately 60% of the sewing ring was cut off and not returned with the valve and exposed the wireform around l3 on the inflow aspect. Wireform was also exposed on commissures 2 and 3. Customer reports of "holes in the leaflets" and aortic insufficiency were confirmed through observed leaflet perforations. Report of stenosis could not be confirmed due to valve condition as received. The perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail abrasion. The IFU for this product warns, ¿when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Cases have been reported in which bioprostheses developed severe regurgitation and had to be replaced as a result of wear due to contact with sutures.¿ the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.